Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. During evaluation of the sample, the gel contained in the device appears clear and it was observed several creases around the product. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition.  No further investigation will be conducted on this complaint due to external cause and discoloration was not confirmed. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Reason for device explant and/or reoperation: capsular contracture (grade iii). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memorygel 550cc silicone breast implants which this patient presented with bilateral capsular contracture; baker grade iii / IV and discolred post implant device on right side. Baker grade ii was found on the left side. Right side cap con bg iii/IV noticed in (B)(6) 2019 and confirmed by doctor on (B)(6) 2019. The right side device was explanted, and replaced with another device with serial number (B)(4), catalog number 3505504bc on (B)(6) 2019. However, at the time of this report, mentor has received no information regarding explantation or an expected explantation date for the left side. This report is for the right side.